Event description:
Report received indicated the tip of the sheath was found frayed after preparation of the device.

Manufacturer narrative:
Per report, the tip if the sheath was found frayed after preparation of the device. There was no defect on the outer box or sterile pouch. The product was properly stored. Subsequently, the product was not used in the pt. No add'l info is available. The device was not returned to cordis for analysis. A device history record review was performed and showed that this lot of products met all requirements per the applicable mfg quality plan. Factors that contributed to the reported event cannot be determined with the info provided.